Manufacturer narrative:
The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd module with drive pcb shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, we the technician confirmed that the light guide cable buckled, the laser cut filter cracked, the nozzle gluing missing, the bending rubber leak, the remote control button(1) cut, and the remote control button(2) cut; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email : (B)(6)@pentaxmedical.com.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).